Event description:
It has been reported revision surgery has been performed.

Manufacturer narrative:
There was damage to the neck portion of the stem, which most likely occurred during the revision surgery. Absorbed biological fluid was present on the liner. Visual inspection of the liner indicated no regions of burnishing or damage. The femoral head was not returned. From the returned components, it is unknown what may have led to the revision surgery.